Event description:
It was reported that, the patient received inappropriate shocks from the device. Additional information was requested, but no additional information has been provided. No patient consequences were reported.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number cannot be provided as a product identifier could not be obtained.